Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post initial implant, the pulse generator exhibited unspecified reset which resulted in oversensing. No intervention was performed. No further information was available.